Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: no fragment fell into the patient. Patient demographic information was not provided. Isi did receive the monopolar curved scissors (mcs) instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have blade damage at the midpoint of the blade. One of the blade edges was indented. Passed cut test. The cutting edge did exhibit signs of corrosion that would have contributed to the blade damage. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument.

Manufacturer narrative:
The monopolar curved scissors instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the blades of the monopolar curved scissors instrument were found to have scratches and cracks. The procedure was reportedly being completed as planned, with no reports of patient injury.